Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Veraflo dressing was inadvertently left in the wound nor if the alleged hemorrhaging are related to v.a.c.® therapy. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient recently underwent a surgical procedure with cauterization, therefore, the patient had an increased risk of bleeding. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. V.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding as the wound site. Minor bleeding may e observed and considered expected. However, patients with increased risk of bleeding, as described in bleeding section [above], have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or wide-mesh non adherent material underneath the v.a.c.® granufoam dressing to minimize the potential for bleeding at dressing removal in these patients. If significant bleeding develops, immediately discontinue the use of v.a.c.® therapy system, take measures to stop the bleeding, and no not remove the foam dressing until the treating physician or surgeon is consulted. Do not resume the use of the v.a.c.® therapy system until adequate hemostasis has been achieved and the patient is not at risk for continued bleeding. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Dressing not returned.

Event description:
On (B)(6) 2015, the following information was reported to kci: on (B)(6) 2015, the v.a.c. Was pulled off which allegedly ruptured a blood vessel that required suturing and four units of blood. V.a.c.&#59412;therapy was resumed on (B)(6) 2015 with no subsequent issues. On (B)(6) 2015, the following information was reported to kci via medical record: upon attempting to remove the foreign material alleged to be v.a.c. Veraflo dressing, it was found to be adhered to the wound. The wound was soaked with one liter of normal saline solution, and upon removal, the dressing allegedly pulled a clot off that had been previously cauterized in surgery. The healthcare practitioner regarded the role of the kci product may have caused the adverse event. The bleeding required vessel suturing, and the patient received four units of blood. V.a.c.&#59412;therapy was resumed on (B)(6) 2015. The patient is reportedly stable and in good condition. The v.a.c. Veraflo dressing lot number is not available, therefore a device history review could not be performed. A device evaluation of the v.a.c.ulta therapy unit (serial number (B)(4)) is currently pending completion. A follow up MDR will be submitted to include the results of the device evaluation upon its completion.

Manufacturer narrative:
Based on the additional information obtained regarding the v.a.c.ulta therapy unit (serial number (B)(4)), kci's assessment remains the same; it cannot be determined when the foreign body alleged to be v.a.c. Veraflo dressing was inadvertently left in the wound nor if the alleged hemorrhaging are related to v.a.c.® therapy.

Event description:
On (B)(6) 2015, the v.a.c.ulta therapy unit (serial number (B)(4)) was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.